Event description:
Customer reported a dpm 6/7 monitor did not display spo2 which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives repaired the solder on the front panel connectors. Calibrated and safety tested unit to factory specifications.